Manufacturer narrative:
The technician found the right caregiver board has water damage. The technician replaced the right caregiver board to resolve the issue.

Event description:
Technician alleged that the right graphic caregiver interface board had no display. No patient impact.